Event description:
The assistant was positioning the x-ray unit to take an x-ray when the outboard arm of the articulated arm assembly popped, and collapsed, hitting the patient in the face. The patient was not injured, just startled.

Manufacturer narrative:
There was no user or patient injury with this event.the evaluation of the arm is pending its return to the manufacturer. The unit was repaired with an articulated arm replacement by a dealer service technician.